Event description:
The customer called and reported that when she would try to rewind the insulin pump, the screen would go blank. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. Potential rewind anomaly could not be verified, due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.